Event description:
It was reported that the insulin pump screen was frozen, none of the buttons were working, and an unexpected restart alarm occurred. Customer's blood glucose was 86 mg/dl. It was stated that the customer was outside and noticed the insulin pump was completely frozen with ice and he tried to defrost it. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump minor scratches on lcd window and cracked case at display window corners.